Event description:
Upon completion of the firing sequence, the plcr75b would not release from the tissue. After removal, a stitch was placed to reinforce the staple line.

Manufacturer narrative:
The plcr75b was returned and evaluated. There were staples stuck in the knife area, which indicates that the reload was fired across an existing staple line.